Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test or power loss alarm noted during testing. No unexpected pump error 54 or pump error 3 alarms noted during testing however, pump error 54 alarm line number 1421 file number 32122 and pump error 3 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hal software error detected. The customer¿s blood glucose was 11 mmol/l at the time of incident. The customer also report the failed battery and replace battery now alert. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.